Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failures were confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. In the product label, it is stated: if the video telescope is damaged or does not function properly, contact an olympus representative or an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the surgeon felt that the image quality had degraded, which was noticed during an unknown procedure. The subject device was "inspected prior to sterilization and nothing untoward observed". The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a deformed outer tube, the outer tube was damaged and therefore the leakage current was inadequate, and the protector of the video cable section was cut. There were no reports of patient injury or medical intervention associated with this event.